Event description:
It was reported that during a procedure of a highly calcified lesion of the left anterior descending (lad) artery, after pre-dilatation with a non-abbott balloon the 3.5 x 15mm xience v could not be advanced and the distal shaft became broken. The device was removed from the anatomy and a different xience v was used in the procedure. There was no reported patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: jeng sung; guide cath: launcher (jl4/6f); sheath: s.t jude. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted blood was visible in the guide wire lumen and on the hypotube, and contrast on the hypotube, which is consistent with preparation and the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was highly calcified which likely contributed to the reported failure to advance. The hypotube and jacket were separated 21.8 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. The jacket was stretched and jagged at the separation. There were multiple bends in the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It is likely an interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in a kink in the hypotube. Further handling could have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.